Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Additional information received indicates the plan is to continue monitoring the patient with normal scheduled follow up appointments. This rv lead remains in service. No adverse patient effects were reported.